Event description:
It was reported that an olympus service department found the light guide lens on the distal end of the subject device was missing when the subject device was returned for service to investigate its angulation wire. The investigation also found that the distal cover between the light guide lens and the biopsy channel of the subject device get burned and partially melt. The coating of the insertion tube was peeled away and the biopsy channel had a leak due to a hole. In addition, there was a heavy resistance due to the moisture, which was likely entering through the hole, during angulation of the subject devise.

Manufacturer narrative:
Olympus medical systems corporation (omsc) followed up the facility. The facility reported that they used a laser probe with the subject device during transurethral laser lithotripsy procedure. There was no other pt injury report. Omsc concluded that the distal cover near the lens got melt and the lens highly likely fell of when the user facility irradiated the laser with the lase probe in the channel of the subject device. The device instruction manual warns user that "do not withdraw the laser probe with the still irradiating; pt injury and/or endoscope damage may occur." This report is being submitted as a medical device report in an abundance of caution.